Event description:
It was reported patient underwent initial left total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia approximately 2 weeks post implantation for arthrofibrosis. The issue was resolved one week after manipulation. At the one, two, and three year follow-ups, the patient continued to experience moderate to severe pain, limping, noise, and flexion contracture. No additional interventions are noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606801 63677705 femur cemented. 42511000612 63080536 articular surface. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00227. 0002648920 - 2020 - 00420.

Event description:
It was reported patient underwent initial left total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia approximately four days post implantation due to arthrofibrosis. The arthrofibrosis was resolved one month after mua. At the patient¿s first, second and third follow up, the patient has continued to experience moderate to severe pain, limping, noise, and flexion contracture. No additional interventions are noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified at one year follow up, weight 253.3 up from 229.3 lbs. (24 lbs.). Diffuse pain throughout the knee on exam. Good quad strength. Normal alignment and stability. Rom 110 degrees. Flexion contracture 11-15 degrees extensor lag < 10 degrees. No significant radiographic findings. Moderate pain. Sometimes limps. Often feels grinding or hears clicking. Health state 80. At two year follow up, suprapatellar pain on exam. Excellent quad strength. Normal alignment and stability. Rom 96 degrees. Flexion contracture 6-10 degrees extensor lag < 10 degrees. Often feels grinding or hears clicking. Unable to fully bend knee. Health score 90 at three year follow up, pain on physical exam. Excellent quad strength. Normal alignment and stability. Rom 100 degrees. Flexion contracture 6-10 degrees extensor lag < 10 degrees. Moderate - severe pain. Limping most of the time. Often feels like knee is going to give out. No significant radiographic findings. Often feels grinding or hears clicking. Health score 90 the device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.